Event description:
A patient reported that step number 5 has been causing a lot of pain. The patient stated the pain they are receiving is with their front two teeth that is shooting pain back to the top teeth. They also have concerns with gum recession as they have mentioned before.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.